Event description:
Pt had infusa-port removed because it was leaking during routine use in oncology clinic. Port removed and catheter was broken. Chest x-ray showed distal tip in lt subclavian vein. This complication occurred prior to pt arrival at the hosp. Pt required to transfer to another hosp for radiology intervention.